Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, none of the staples fired. The patient is fine. There were no additional patient complications.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during an esophagus procedure, the surgeon grasped tissue then pressed the silver button but the jaws would not open. Then, the knife blade advanced a little even though the surgeon did not push the green button. Opened another reload, but the same event occurred. After that, the jaws remained closed and articulated, and did not respond to blue/silver button. The reload would not be removed from the adapter. The surgical time was extended by more than 30 min. The status of the patient: no problem. Additional tissue resection was required due to the issue. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4). Additional information:date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Evaluation summary: post market vigilance (pmv) led an evaluation of one reload and one battery pack . This evaluation was based on a technical and medical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The battery was inspected and no residue or substrate was found on the leads. No damage was noted to the battery. Visual inspection of the cartridge revealed that the reload was partially fired and anchored on buttress material. The jaws were open. The distal sutures were intact. The buttress material was removed for functional testing. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The reload was loaded into a pmv representative instrument, along with the subject battery for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was roughly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The jaws opened fully after firing. During this investigation, a secondary unrelated condition was identified as ; the knife was damaged and the reload was partially fired. The secondary unrelated condition was identified as ,the partial firing of the reload which may occur if the device ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions when application is over tissue that is beyond the recommended thickness range or the application with an obstacle incorporated in the jaws. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).